Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak when the device was pressurized. The leak was detected at the base of the strain relief tubing. The lot history record was reviewed and did not identify any non-conformities from this lot for leaks. A review of the complaint handling database found no similar incidents from this lot reported for leaks at the strain relief. Av conducted a thorough root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a heavily calcified left popliteal artery. A 5.0 x 100mm armada balloon dilatation catheter (bdc) was used for pre-dilatation. The bdc was inflated once at 14 atmospheres and it was noted there was a leak at the hub. The physician continued to attempt to pressurize the balloon (which was inflated) but it would not hold the pressure. Another armada was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.